Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, a lead electrode got stuck on the distal tip of the lead introducer when the physician was trying to pull up on it. Additional information was requested.